Event description:
It was reported the pt experienced a "new and unique" pain in the pocket area. The pt attempted multiple times to recharge the device, but was not able to get any coupling bars. The pt noted a change in the pocket site. The battery was tilted to the point where the pt could only feel one side and noticed a hard, painful lump about the size of a "roofing nail" near the ins. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.